Event description:
The customer reported a leak when using the unicel dxc 600i synchron access clinical system. The ise (ion selective electrode) flow cell drain overflowed ise flow cell waste. The leak was contained within the instrument. The operator wore gloves, eyewear, and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found obstruction in flow cell drain valve. Drained excess fluid and cleaned the valve ports. Inspected acrylic manifold, no other blockage found in the manifold. Found blue-green film in the flow cell. Disassembled and cleaned the flow cell, decontaminated reagent straws, replaced co2 (carbon dioxide) membrane. Performed ise (ion selective electrode) verification and ran quality control to verify the operation. Identification of failure mode: failure mode is clogged ise flow cell drain valve and contamination in the flow cell. Maintenance records from the customer were reviewed. The cause of the contamination and clog were not able to be determined with the information provided. (B)(4).